Manufacturer narrative:
Product complaint # (B)(4). Upon review by our clinicians and analyst teams, there is no alleged device deficiency at this time. If information is received at a later time that impacts MDR reportability, an update to this complaint may be made at that time.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The patient was revised to address loosening of the tibia at the bone to cement interface.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.